Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00257 (collagen corporation #1025929). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corporation. This separate distinct number is provided per the FDA's request for traceability purposes. A pt reported that on or about 13 august 1999, she was skin-tested in the right forearm, and again on or about 27 august 1999, in the left forearm. On 10 september 1999, the pt was treated with two formulations of product in the nasolabial folds. "Shortly afterward," the treatment sites became "very lumpy," with raised, white patches, some redness and itching, and a small "cyst" on each side. The pt saw the physician on 13 sept 1999 and was told to wait for the skin to absorb the collagen. The physician prescribed oral clindamycin and massage. The pt does not recall the physician mentioning a diagnosis.